Event description:
Customer reported that "battery quality was severely affected, impeding therapy". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.